Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. The customer was informed that fiasp insulin is off label per the user guide. Customer performed troubleshooting and changed supplies to address occlusions. Customer¿s blood glucose level was between 234-235 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 pump is indicated for use with novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin.